Event description:
It was reported that the pump is not working properly. There was unknown patient involvement. Analysis of the device found that the downstream occlusion seal was defective.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed the reported error too many times: high alarm displayed: downstream occlusion. Functional testing showed a constant downstream occlusion when trying to prime. The intermittent cassette not attached alarms were present when latching the cassette to prime. The cause of the issue was determined to be the downstream occlusion (dso) sensor. The dso sensor was replaced.